Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would have sudden power down and the bolus button sticks. The customer's blood glucose level was unknown at the time of the incident. The frequency of the battery changes were four days at times. The device will not be returned for analysis.